Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported, "false downstream occlusion/constant downstream occlusion with values being too high (over 19 psi)" was not reproduced. The device was tested for downstream occlusion test for low, high, and medium settings with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor scale factors out of specification (high). The force sensor scale factor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test, with values exceeding 19 psi (pounds per square inch) after multiple attempts using different sets and gauges occurred during programming/setup. There was no patient involvement. No additional information is available.